Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Supplemental created for documentation of hospitalization for diabetic ketoacidosis from 1999 as incident was 20 years ago and not 2 years.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to high blood glucose, low blood glucose level and diabetic ketoacidosis on (B)(6) 2000 with blood glucose of unknown. Customer¿s different blood glucose level was 50 mg/dl, 53 mg/dl, 221 mg/dl, 371 mg/dl and 253 mg/dl. The customer did not provide detail regarding symptoms of their high blood glucose. Customer was treated with carbs banana, peanut butter, insulin pump and intravenous drip. Customer also reported that the insulin pump had received no delivery alarm. Customer reports insulin exits the tubing. Customer reported that insulin exits with the manual prime. Troubleshooting was performed. The device will not be returned for analysis.